Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the tape over her daughter's sensor was not sticking properly. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned or replaced.